Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were "98 mg/dl on their meter and 137 mg/dl from the lab test. Tests were done within 10 minutes with a difference of 28%. Patient did not experience any adverse events. Patient had been storing the test strips inside the refrigerator, which would cause the test strips to give false readings. No further information has been reported.